Event description:
It was reported that the procedure was to treat a heavily calcified distal right coronary artery. There was resistance with the lesion when removing a balance middleweight (bmw) elite and the 3 cm long tip separated in the patient. The separated portion could not be removed as the account did not have the correct size snare device available. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequently,the guide wire tip will be removed during a second planned procedure of the left side of the coronary.